Event description:
It was reported that the patient presented with symptoms of diaphragmatic stimulation. An x-ray revealed that the left ventricular lead had dislodged. The lead was successfully repositioned.